Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a 50% stenosed, fibrous plaque, and mildly calcified de novo lesion in the proximal left anterior descending artery (lad) and a 75-90% stenosed, fibrous plaque, mildly tortuous, and mildly calcified de novo lesion in the mid lad. On (B)(6) 2015, a 3.5x15mm xience alpine stent was implanted in the proximal lad and 3.5x38mm xience alpine stent was implanted in the mid lad. The stents expanded to 3.5mm and were apposed to the vessel walls. On (B)(6) 2016, during a follow-up visit it was confirmed that there was no re-stenosis. On (B)(6) 2020, an exercise echocardiography was performed and confirmed ischemia in the lad was negative. On (B)(6) 2020, the patient stopped taking aspirin. On (B)(6) 2020, the patient had sudden chest pain and was taken to the hospital. V1-4 and clear st increase were shown and echo confirmed wall movement of the left ventricle anteroseptal. A st-elevation myocardial infarction was confirmed in the lad. An angiograph confirmed stent thrombosis in the 3.5x15mm xience alpine stent. A percutaneous coronary intervention was performed and large amounts of red thrombosis was suctioned out and a non-abbott stent was deployed. The mid lad was in a deeper position; therefore, thrombosis could not be clearly determined but larger amounts of thrombus was sucked from that part of the lesion. The patient recovered. No additional information was provided.